Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device had a hardware low level failure alarm. The device also had an audio anomaly. The device was only vibrating and not producing any sounds on the alerts. The device was set to audio and vibrate. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They performed a self-test. The device alarmed a hardware low level failure. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and selftest. Hardware low level failures (variable 3) was present in the pump trace download due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.